Manufacturer narrative:
The calibration and qc data are within range. The alarm trace does not indicate an issue. The service engineer was onsite for the issue, but the report could not be provided. The root cause was determined to be pre-analytical factors.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of questionable ise indirect na and cl for gen.2 results for 2 patients tested on a cobas 6000 c (501) module. Of the data provided, there were discrepant na and cl results for 1 patient. The initial na result was 166 mmol/l and the repeat result was 140 mmol/l. The initial cl result was 114.5 mmol/l and the repeat result was 97.4 mmol/l. It was asked but not known if erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The na and cl electrode lot numbers and expiration dates were asked for but not provided.